Event description:
It was reported that during insertion of the iab, the balloon began to bunch up. However, once it was past the sheath, it was easily advanced into the correct position. At the onset of pumping, the pump experienced high pressure alarms, and blood was noted in the helium tubing. The iab was removed and another inserted without any complications. The pt expired later of complications unrelated to this incident.